Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). G2: foreign country - (B)(6). The investigation is complete. This is an initial final report submission. Review of the most recent repair record determined the unit passed the test cut; however, the comb was damaged. The comb was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported issue is attributed to a design issue. The event is confirmed.

Event description:
It was reported that during an unknown time the unit had an issue with device gate. There was no harm or delay reported. Due diligence is complete, and there is no additional information available. Upon investigation, it was discovered that the comb was damaged.